Event description:
During a check-out procedure at the manufacturer's service center, a ventilator inoperative condition occurred. The device was not in patient use. The device's system board and motor blower needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a system board and motor blower were replaced. The correct component replaced was system board and then recalibrate the blower.